Event description:
The customer reported that the sensor cannula was broken when he removed it from the serter. The customer also mentioned that he has issues with removing the sensor from the serter. The customer's most recent blood glucose level 96mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.